Event description:
It was reported that the 9600 system had an intermittent saturation fault error code displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank needs to be replaced. The service call was cancelled by the customer. A follow up report will be filed when add'l details become available.